Event description:
It was reported there was a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. To address the high glucose level, the customer used a correction injection via mdi and did not require assistance from a third party. The pump was replaced to resolve the issue, and the customer will us mdi until replacement pump arrives.